Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00594 and 2134265-2016-00596. (B)(4) clinical study. It was reported that syncope occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the first obtuse marginal branch (om) with 99% stenosis and was 16.0mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of 3.00x20mm and 2.50x20mm study stents. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the right posterior descending artery (r-pda) with 95% stenosis and was 15.0mm long with a reference vessel diameter of 2.75mm. Target lesion #2 was treated with direct placement of 2.50x20mm study stent. Following post-dilatation, residual stenosis was 0%. A day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient was hospitalized due to syncope.